Event description:
Mesh implanted at medical center in 2005. Pt developed infection. Culture done at facility - staph aureous. Attempted unsuccessfully to contact pt who had gone to vacation. Mesh removed in new mexico two months later. Facility stated mesh was "partially disolved."